Event description:
Two renal arteries with ostial lesion (right 90% and left 70% occluded) were successfully treated using direct stenting technique. However, for both sides, after deflation the balloon wings remained stuck on the stent struts. The physician had to push the guiding catheter over the balloons to retrieve the balloon.

Manufacturer narrative:
After successful direct stenting of both renal arteries the pghysician encountered difficulty while withdrawing the stent delivery systems from the deployed stents. The physician felt that the balloons became stuck on the stents. It was reported that the balloons appeared to be fully deflated under fluoroscopy and that negative pressure was applied. There were no reported patient injuries. The product will not be returned for analysis. The product was not returned for analysis. The manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. The exact cause of the reported withdrawal difficulty could not be determined without the actual involved product returned. Conclusion: the patient's anatomy, choice of equipment and procedural manipulation may have had an impact on this event.